Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff has been injured due to faulty hip replacement.